Manufacturer narrative:
Medical device: dtba1d1 crt-d implanted (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to high thresholds. The lead reportedly fell apart while attempting to use a competitor's laser lead extraction system. No patient complications have been reported as a result of this event.